Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, 5 minutes prior to the start of the alleged issue the patient reported feeling "weak, hands shaking, tired and sleepy." On (B)(6) 2012, at 8:16pm, the patient obtained a reading of "155mg/dl," at 8:34pm, "432mg/dl" and at 8:45pm "272mg/dl." Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl taken within 20 minutes of each other. The patient reported using insulin pump therapy with "normal" insulin to manage her diabetes. The patient reported on (B)(6) 2012, at 8:16pm, she took her usual dose of medication in response to the alleged issue. The patient reported on (B)(6) 2012, at 8:45pm, she self administered glucose tablets or gel in response to the alleged symptoms. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement and the patient was using the same approved sample site to obtain the samples. Replacement products were sent to the patient. The subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However this complaint is being reported because the patient performed a meter vs. The same meter comparison where the calculated difference of the results meets lfs' requirements for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.